Event description:
Customer reported a malfunction while on a flight. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. Customer was instructed to continue using the pump and to contact technical support if the issue returns.